Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. The scratched case and pillowing keypad overlay were noted during visual inspection. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. The insulin pump communicated properly with the guardian link 3 and the test plug. After warm up was completed, the insulin pump was able to calibrate and display the test value on the insulin pump screen. No communication anomaly, calibration anomaly, calibration not accepted, or change sensor alert noted. No pump error 15 or pump error 23 noted during testing. However, pump error 15 alarm on december 10, 2021 01:48:09.000 (line number 442 file number (B)(4)) (esf# (B)(4)) and pump error 23 on december 10, 2021 at 01:48:11.000 was found in the formatted history file. Problem isolated to the electronic assembly as per global logic analysis. During visual inspection, no damage noted on the electronic assembly, motor or force sensor. The customer alleged pump error 15 was confirmed. The customer alleged pump error 23 was confirmed. The customer alleged calibration not accepted was not confirmed. The customer alleged change sensor alert was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and post-reset ram crc alarm. Customer¿s blood glucose was 449 mg/dl and the screen was flickering and turned off at the time of incident. The customer stated they were able to clear the alarm and were able to complete the rewind process. The alarm was not immediately after the battery was changed. Customer reported change sensor and calibration not accepted. No further information was provided. The insulin pump will returned for analysis.